Event description:
It was reported that an alert was received via merlin.net showing that the device was in backup vvi mode. Patient was brought into the clinic. A device download was performed successfully. Patient will be monitored. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.